Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected from patient 1. Within 4 hours, the same sample was processed by swirling the vial and pipetting it into the cartridge and tested on (B)(6) 2022 on xpert xpress cov-2/flu/rsv plus which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the physician. Patient was an outpatient and likely asymptomatic. Recollect 1: a new sample was collected later (B)(6) 2022 and within 4 hours, tested on the xpert xpress cov-2/flu/rsv plus which resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. This was reported to the physician. Patient 2 original: on (B)(6) 2022, a sample was collected. Within 4 hours, the same sample was processed by swirling the vial and pipetting it into the cartridge and tested on (B)(6) 2022 on the xpert xpress cov-2/flu/rsv plus which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was not reported to the physician. Patient was asymptomatic. Patient 2 retest 1: the original sample was retested on (B)(6) 2022 on the xpert xpress cov-2/flu/rsv plus which resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. This was reported to the physician. Patient 2 retest 2: the original sample was tested on biofire on an unspecified date, which did not detect sars cov-2. It is unknown if this was reported. Patient 3 original: on (B)(6) 2022, a sample was collected. Within 4 hours, the same sample was processed by swirling the vial and pipetting it into the cartridge and tested on (B)(6) 2022 on the xpert xpress cov-2/flu/rsv plus which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was not reported to the physician. Patient was an outpatient and likely asymptomatic. Patient 3 retest: the original sample was tested on biofire on an unspecified date, which did not detect sars cov-2. It is unknown if this was reported.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected from patient 1. Within 4 hours, the same sample was processed by swirling the vial and pipetting it into the cartridge and tested on (B)(6) 2022 on xpert xpress cov-2/flu/rsv plus which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the physician. Patient was an outpatient and likely asymptomatic. Recollect 1: a new sample was collected later (B)(6) 2022 and within 4 hours, tested on the xpert xpress cov-2/flu/rsv plus which resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. This was reported to the physician. Patient 2 original: on (B)(6) 2022, a sample was collected. Within 4 hours, the same sample was processed by swirling the vial and pipetting it into the cartridge and tested on (B)(6) 2022 on the xpert xpress cov-2/flu/rsv plus which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was not reported to the physician. Patient was asymptomatic. Patient 2 retest 1: the original sample was retested on (B)(6) 2022 on the xpert xpress cov-2/flu/rsv plus which resulted in sars cov-2 neg/ flu a neg/ flu b neg/ rsv neg. This was reported to the physician. Patient 2 retest 2: the original sample was tested on biofire on an unspecified date, which did not detect sars cov-2. It is unknown if this was reported. Patient 3 original: on (B)(6) 2022, a sample was collected. Within 4 hours, the same sample was processed by swirling the vial and pipetting it into the cartridge and tested on (B)(6) 2022 on the xpert xpress cov-2/flu/rsv plus which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was not reported to the physician. Patient was an outpatient and likely asymptomatic. Patient 3 retest: the original sample was tested on biofire on an unspecified date, which did not detect sars cov-2. It is unknown if this was reported. This case involves 3 persons with weak positive sarscov2 results by xpert xpress cov-2/flu/rsv plus test. CT values were in the 40's, and pcr curves were normal in appearance. Repeat testing by xpert xpress cov-2/flu/rsv plus or biofire rp was negative. No evidence of product malfunction and no known impact to the persons tested. The likely root cause, target/s near limit of detection or near cut-off. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.